Event description:
Persistent pain over the hardware site with dramatic tenderness on the right side at the distal end of his instrumentation. Removal of posterior lumbar tsrh segmental instrumentation. Operative findings...the s-1 screw was fractured. The proximal aspect was removed; the distal aspect was embeeded in the sacrum and could not be removed.